Event description:
Litigation alleges that on (B)(6), 2008, patient had the asr femoral head, which was implanted on (B)(6), 2006, replaced with a new asr femoral head. Patient was then revised on (B)(6), 2011. The cup and original femoral head were already reported in a separate complaint. (B)(6) 2008 - dor: (B)(6) 2011 (left femoral head). Patient is a resident of (B)(6), but had the femoral head exchange done in (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.